Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue, closed as not confirmed. We manufactured and distributed (B)(4) units of this code batch. There are no units in stock. We have received 1 open sample with a thread inside. We have tested the knot pull tensile strength of the open sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 1.63 kgf (european pharmacopoeia requirements: 1.53 kgf in average and 0.92 kgf in minimum). Furthermore, knot pull tensile strength results conducted before releasing the product were 1.78 kgf in average and 1.58 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: although the result of the open sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue, closed as not confirmed. We manufactured and distributed (B)(4) units of this code batch. There are no units in stock. We have not received any sample from the customer. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength results conducted before releasing the product were 1.78 kgf in average and 1.58 kgf in minimum and fulfilled ep (european pharmacopoeia) requirements: 1.53 kgf in average and 0.92 kgf in minimum. Remarks: when working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: without samples we are not in position of studying if the possible affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with silkam suture. The client initially reported that the thread broke when knotting, it does not have enough tensile strength. The following additional information has been received: there is no patient injury although the surgery was prolonged for more than 15 minutes. The patient was discharged without complications. The type of surgerty was right saphenovariceptomy (gastrointestinal).

Event description:
It was reported an issue with silkam suture. The client reported that the thread broke when knotting, it does not have enough tensile strength. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.